Event description:
IV catheter was connected to power injector. As contrast was administered, the contrast came out of the side of the port. The IV catheter was removed from the patient and a new IV catheter was placed in the patient and the contrast was given without further incident.